Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed that the top of the battery cap was worn and was not able to tighten securely or be removed from the pump. Unrelated to the complaint, the audio bolus button was found to be peeled off and missing from the pump. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the top of the battery cap was worn and was not able to tighten securely or be removed from the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.